Manufacturer narrative:
The reported event of eri was confirmed and consistent with normal battery depletion. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced dizziness, low blood pressure, and shortness of breath and presented in clinic. It was unknown whether these symptoms were due to a pacemaker malfunction. The device was explanted and replaced due to normal elective replacement indicator on (B)(6) 2019. There were no complication and the patient was stable.